Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Analysis did determine the lead was severed during the explant procedure.

Event description:
Boston scientific received information that this right atrial (ra) lead did not attach to the atrium as well as an active fix lead. It was noted pacing was not delivered when required. As a result, the physician elected to explant this passive fix ra lead and implant an active fix ra lead instead. No additional adverse patient effects were reported.